Event description:
Bonastent (tracheal/bronchial) 12mm x 40mm, the stent we used for this case, according to medical doctor did not deploy (open when implanted. Due to possible manufacturer error; stent was removed.